Event description:
It was reported that during clinical ventricular fibrillation the right ventricular (rv) lead failed to convert the patient when 20 joules was delivered. The rv lead was explanted and replaced due to anatomical placement and the physician felt the rv coil of the lead should be advanced further to the apex. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage.